Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The sgc referenced in describe event or problem and concomitant medical products will be filed under a separate medwatch report number.

Event description:
This is filed to report the inability to close the clip. It was reported that the patient, with grade 3 functional mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy. The clip grasped the leaflets at the anterior (a) 2/posterior (p) 2 position; however, it was decided to position the clip at a more lateral position, between a2/p2 and a1/p1. The clip was positioned and both leaflets were grasped. The clip was closed to 60 degrees and the grasp was checked. An attempt was made to close the clip; however, resistance was felt with the arm positioner and the clip was unable to close completely. The clip was inverted and retracted to the left atrium, where attempts were made to close the clip. It was noted that the clip could not be closed less than 60 degrees. Troubleshooting maneuvers were performed and the clip was re-opened. The lock line was checked. It was noted that normal resistance was not noted when turning the arm positioner in the open and close direction. The decision was made to abort the procedure. The clip could not be fully closed and pulled into the steerable guide catheter (sgc); therefore, the clip was inverted and the cds and sgc were removed as a single unit. There was no damage noted to the patient anatomy. There was no adverse patient effect. A second procedure was performed on (B)(6) 2017. One clip was implanted and the mr was reduced from grade 3 to grade 1. Returned device analysis of the sgc noted a soft tip tear. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported clip actuation issue, mechanical issues with the arm positioner and difficulty removing the device were confirmed; however, the physical resistance with the arm positioner was unable to be confirmed. In addition, the results of the returned device analysis indicated that the release crimper was loose and further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Av determined that the root cause of the loose release crimper to be method with contributing root causes of man (operator), mother nature and design. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.